Event description:
The hosp operating room staff has complained that the electrodes are not adhering well enough and sometimes come loose or come off the pt's during open heart surgeries after the pt's are re-warmed. The reporter said the pts become diaphoretic when they are re-warmed. She said it has always been the electrode on the lower left chest that has come loose or come off. They have noticed the adhesion problems after the surgical drapes are removed from the pt. The reporter expressed concerrn that the pts could be burned if they should need to administer a shock when the electrodes have come loose.